Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent cartridge alarms (cartridge alarm 19) with multiple cartridges during basal delivery. Customer's blood glucose levels ranged from 265 mg/dl to 310 mg/dl, which were addressed with injections. The customer had trace to small ketones, which were addressed with drinking water. Reportedly,the customer was able to load a cartridge successfully.